Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Date of the event unknown / not provided. Premarket identification PMA/ 510(k) number k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that tsvt6b8 implant placed in dental site 3 was removed due to infection and pain with maxillary sinus inflammation.